Event description:
Pdc (our importer) received a call on (B)(6) 2013 reporting a medical intervention that occurred on (B)(6) 2013 at 12:00pm. Patient was prompted to call in due to her prodigy meter giving her high results. The reading on the prodigy meter at the time of the event was 524mg/dl. Patient was not displaying any symptoms. Patient went to the hospital on her own. Patient did not receive any treatment prior to going to the hospital. Patient's blood glucose upon arrival at hospital was 154mg/dl. 10 minutes later patient's glucose was 140mg/dl. No treatment was administered at the hospital. No other glucose readings were given prior to leaving hospital. Patient's total stay in ER was 2 hours.